Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. The purge flag was broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preparation, the purge cassette was not recognized. A replacement automated impella controller (aic) was required, and the case resumed. No patient harm was reported.